Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defibrillation testing and all functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any evidence to support the customer's report. There were no critical errors related to charging or discharging found. One log matched the reported event timeline and showed eight shocks delivered. On the nineth charge, the device was disarmed by the user. As noted in the x series operator's guide, disarming the device can occur if the energy selection is changed, or the device remains charged for over 60 seconds without shock delivery. No trend is associated with reports of this type.